Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sibling reported via phone call that the customer passed away in rehab on (B)(6) 2018. The cause of death was heart attack. The customer was wearing the insulin pump at the time of death. Their blood glucose at the time of death was 26 mg/dl. Prior to passing, the customer was hospitalized for three weeks due to an auto-immune deficiency. During the three-week hospitalization, the customer was disconnected from the insulin pump. However, she was reconnected to the device after the hospitalization. The customer did not wear sensors. The insulin pump was not returned for analysis.